Event description:
A distributor in france reported an issue with a pump experiencing a rapid and unexplained drop in battery power, resulting in battery low alerts and eventual shutdown. There was no reported impact to the customer's blood glucose level. The pump was set to be returned by the distributor, with a replacement pump provided.